Event description:
#8 cuffed shiley trach tube was discovered to have pilot balloon missing. Pilot balloon not found in pt linen or room. Unk for how long it may have been missing (# of hrs). Trach tube was in pt.